Manufacturer narrative:
Device is a combination product. B5 describe event/problem updated. H6 patient code corrected.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 38 x 2.75mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the problem noticed during preparation.

Manufacturer narrative:
Device is a combination product. B5 describe event/problem updated. H6 patient code corrected. Device evaluated by MFR.: promus premier ous mr 38 x 2.75 mm stent delivery system was returned for analysis without the distal part of the device containing the balloon, crimped stent and tip sections. An examination of the crimped stent could not be performed as this region of the device was not returned. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon could not be reviewed as it was not returned. The tip of the device could not be reviewed as it was not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a break in the midshaft region measured at 124.5 cm distal to the distal end of the stent relief. The midshaft region of the device was found to be stretched and multiple corewire kinks were noted. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A cd was received by galway cis and a preliminary review of it was carried out. The review identified that the cd contained 58 series of angiographic images, dated (B)(6) 2020 with treatment being performed in the right coronary artery (rca). The procedure date mentioned in this complaint for the promus premier ous mr 38 x 2.75 device is (B)(6) 2020 and the reported event occurred outside the patient therefore no further review of the media was completed as it was deemed not relevant to the present complaint. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 38 x 2.75mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the problem noticed during preparation.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 38 x 2.75mm promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.